Manufacturer narrative:
Investigation: received one 22ga iag winged catheter/adapter assembly unit connected to a 10ml syringe and an extension set, the unit was received along with an open/empty package from lot number 7066553. Observed the catheter tubing was curved and folded at the nose of the adapter, the tubing revealed damage (v-shaped cut) to the catheter wall which had been caused by needle tip (spear thru). Using a lab supplied male slip luer test fitting performed a water/air leak test. Leakage was observed, air bubbles formed from the cut on the catheter tubing. The catheter tubing had a cut where the needle had pierced through the catheter wall near the nose of the catheter adapter (spear thru) and the tubing was received curved and ¿folded¿. A total of (B)(4) units were manufactured on autoguard line 5 starting on mar 8, 2017 through mar 10, 2017 and packaged on pkg. Line 10 from mar 15 2017 to july 18, 2017 (stopped and started). All challenges were successful and no quality related findings were discovered. Set-up and in process samples including (but not limited to) damaged component and catheter leak test passed per specification. Confirmation of the failure was conclusive with the unit received for investigation. The failure of needle thru catheter experienced by the customer was conclusive with the evaluation of the returned unit. The unit leaked during the performance of the water leak test. The source of the leakage was a cut on the catheter tubing. Relationship of device to the reported incident: indeterminate. It is uncertain whether the defect of needle thru catheter which was observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The extent of damage to the tubing exhibited with the returned unit would have been observed during the insertion process by the clinician. Insertion would not be possible due to the condition of the returned used unit. The condition would have created resistance for insertion of the catheter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 22 g x 1.00 in. (0.9 mm x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter leaked during use. There was no report of injury or medical interventions.